Event description:
Customer reportedly obtained results of 6.4 inr on the coaguchek s system and 4.09 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.